Event description:
It was reported that the user experienced recurrent occlusion and ¿38¿ alerts over several days on an ilet system, with insulin delivery stopping and resuming after troubleshooting and a reported blood glucose of 400 mg/dl; a dry run produced visible drops and appeared intact with straight needles, the cartridge showed no bubbles, and the user reported repeatedly placing infusion sites in a scarred area. Customer care provided support that included review of system data, guided troubleshooting, user education regarding site selection and scar tissue. Investigation of this case revealed no device malfunction observed during testing and a likely contribution of infusion into scar tissue causing flow restriction and occlusion alerts. No clinical symptoms associated with hyperglycemia reported. Outcomes included user-directed transition to manual injections without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear with probable contribution from site selection and scar tissue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.